Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp/620mm. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The affected device was requested back to the manufacturer site for a detailed investigation. The clamp motor was found to be blocked. Dried fluids residues were found inside the clamp. As root cause dried fluid on electrical components was identified.

Event description:
Livanova received a report of a s5 erc tubing clamp/620mm error message during setup. There was no patient involvement .